Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported premature battery depletion was confirmed in the laboratory. A longevity calculation was performed and was found to be below the expected limits. With a new battery, the device was tested on the bench and was found to be normal. The original battery was sent to the vendor for further evaluation and no anomalies were found that would lead to internal loading. The cause for the premature battery depletion could not be determined.

Event description:
It was reported that the device was explanted due to premature battery depletion. The patient had been non- compliant with follow-up visits.